Event description:
It was reported the ipg was in a vertical position in the ipg pocket site. On (B)(6) 2013 the physician repositioned the ipg. Follow up identified the positioning issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.